Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose via insulin pump and manual injections. Customer advised they changed out their set multiple times to attempt to lower their blood glucose levels. Customer advised the insulin pump would not alarm and felt the device malfunctioned. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.